Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - noise on the rv lead has been detected as vf events. The patient received one inappropriate shock as a result. In addition, due to several device-charging cycles, as a result of the inappropriate vf, the battery was depleted. The lead was not extracted, but the ICD was returned. The event date was not provided.